Event description:
Customer reported false negative reaction for anti-d using mts abd/rev mono gel cards lot # 091814037-11. Sample was tested by provue and manual method on (B)(6) 2015. Patient was pregnant female (no details on sample, prenatal or antenatal) with a previous history as rh positive. Customer then tested sample using tube method and ortho antisera and blood type of group a, weak d positive (2+ at ahg phase) was obtained. Testing was also done using igg gel cards and confirmed weak d positive (2+). All cards and reagents confirmed to have been stored as per IFU. Visual appearance before use was acceptable. All reagents used passed qc and no other patients tested to date exhibited discrepancy.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Actual gel card was not available to be sent to ocd for further investigation. (B)(4).